Manufacturer narrative:
The insulin pump alarmed motor error during rewind and e70 alarm was confirmed in the alarm history due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm during rewind. Unable to verify check settings alarm due to motor error alarm during rewind. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 222 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm check setting. Customer's blood glucose at time of incident was unknown. Customer assisted in performing self-test and it passed, advised to monitor the insulin pump. The customer was advised that insulin pump will be replaced due to motor error.